Manufacturer narrative:
(B)(4) - alarm, failure to. Eval results: eval of the returned product shows the alarm powers on and there was no alarm sound when weight was taken off the sensor pad. The unit is missing the battery door. The unit does not pass functional tests. Note: posey instructions for use and proper handling. If the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).

Event description:
Customer reported the alarm does not sound when weight is removed from the sensor. The batteries were replaced with a new supply and all of the same type. The alarm was tested with a new sensor and the results remain the same. There was no pt incident or injury reported.